Event description:
Cornea infection and permanent damage suspected from the use of contaminated amo, complete moisture plus multi purpose contact care solution. Dose or amount: contact soaking solution, frequency: daily, route: otic. Dates of use: 2006 - 2007.